Manufacturer narrative:
(B)(4). Device evaluation summary: one unopened sample of product code 9702, lot lmj087 was returned for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number lmj087, and no non-conformances were identified. Additional information was requested and the following was obtained: what tissue layer was the suture used on? Interventricular septal. What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. Was any deficiency or anomaly noted on the suture prior to use? Didn¿t pay attention. Can you describe the appearance of the suture during the second procedure? Unk. Where along the incision line was the suture broken? Unk. What is the surgeon opinion as to relationship of the suture contributed to the symptoms? It¿s suture breakage which lead to second surgery this time, because it didn¿t broke in other similar operations before. What are the patient past medical and surgical history? Unk. Do you have any suture samples for evaluation? Yes, representative sample was sent. What is the current condition of the patient? In observation.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the suture used on? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Was any deficiency or anomaly noted on the suture prior to use? Can you describe the appearance of the suture during the second procedure? Where along the incision line was the suture broken? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What are the patient past medical and surgical history? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a tetralogy of fallot procedure on (B)(6) 2019 and suture was used to fix patch. The patient experienced unknown symptoms 2 days post op. An additional procedure was performed on (B)(6) 2019 and the surgeon found the interventricular septal patch was detached as the suture was broken. The surgeon opined suture quality issue. The current condition of the patient was not reported. Additional information has been requested.